Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was chipped out on both front corners. Force sensor bridge test error found in pump event history log. During functional the force sensor bridge test error was found at power up and was unable to calibrate the force sensor. There was fluid ingression was found inside plunger assembly. The root cause was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. Replaced the whole plunger assembly and performed power up process and all functional testing which passed.

Event description:
It was reported that the pump exhibited an auxiliary controller unit post error. No patient injury was reported.